Event description:
It was reported that during a da vinci s gastrectomy procedure, the large needle driver instrument broke while the surgeon was suturing and an instrument piece fell into the patient. During retraction, a second and third piece came off. Two pieces were retrieved - however, a 1 mm/2 mm pin (part of the cabling system) was not recovered and remained in the patient. This was verified by x-ray.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Several attempts have been made to gather additional information regarding this event without success. As of the date of this report, no additional information has been provided from the site. A follow-up medwatch report will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
(B)(4)